Manufacturer narrative:
(B)(4). The sample was not received and the lot number is unknown, a sample analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a continu-flo solution set experienced a simultaneous flow. It was noted that the primary solution bag was hung lower than the secondary bag. The infusion was being run on a sigma spectrum pump. The primary sets clamp was closed, resulting in the simultaneous flow to stop, there was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.